Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was initially reported by p3 clinical trial study, that approximately 5 years post tavr with a 23mm sapien 3 valve, the patient's valve presents aortic stenosis. There was no report of intervention or symptoms upon initial receipt of the reported event. The patient was given medication. Per follow up received, the patient underwent a valve in valve (viv). On (B)(6) 2022.

Event description:
It was initially reported by p3 clinical trial study, that approximately 4 years 4 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the patient's valve presents aortic stenosis. There was no report of any symptoms. The patient was given medication to treat the stenosis. However, approximately 1 year 6 months later, the patient underwent a valve in valve (viv) procedure. Upon review of medical records received, tte performed 4 years 4 months post implant showed a well seated 23mm sapien 3 valve with mildly thickened leaflets. There were 2 small paravalvular jets and mild aortic regurgitation noted. The av peak/mean gradient was 62.9/32.1mmhg and ava vti 0.95cm2. Cardiac CT with IV performed the following day showed an increased gradient, with no leaflet thickening and no definitive restrictive leaflet motion. Approximately 2 days later, tee performed showed a well seated and stable 23mm sapien 3 valve with mildly thickened and mildly restricted leaflets, which is consistent with bioprosthetic valve stenosis. There was also mild to moderate paravalvular leak observed.

Manufacturer narrative:
Correction to b5, additional information added to b1, b2, and b6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.